Event description:
It was reported that the handpiece was malfunctioning during a l.a.v.h. Case. The handpiece was swapped with another handpiece, and the case was completed with no patient consequence.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled; an acoustic isolator and evidence of moisture ingress were found in the instrument. The batch history records were reviewed with no anomalies noted during the manufacturing process.